Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a false low sensor reading. The customer removed the sensor and observed a bent sensor cannula. The customer's blood glucose was 400 mg/dl. The customer also reported the insulin pump turned off, which caused the customer experience a high blood glucose over 500 mg/dl. The customer declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.